Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula past the bottom housing window. The pink slide insert was not visible in the top housing viewing window and the linkage assembly was in a partially deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the mechanism rails had not been installed correctly resulting in a portion of the rail protruding into the path of the slide insert and slide retract. This prevented the slide insert from advancing past the catch beam and resulted in the needle mechanism failing to fully deploy as intended. Upon slightly lifting the area of the mechanism rail that was causing the path blockage, the slide insert and slide retract were able to fully deploy, confirming that the incorrectly installed mechanism rails and resultant protrusion into the slide path was the cause of the reported needle mechanism failures.

Event description:
It was reported that the needle mechanism did not retract as intended, this indicates a needle mechanism failure. The patient reported the cannula retracted, back into the pod, but was visible when pod was removed. The pink slide was not visible. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.